Event description:
It was reported that the device had three error codes in memory that relates to the therapy board pcb assembly and indicates a possible failure of the device to deliver the expected level of energy. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy board pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.